Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output after suspected electrocautery interaction. External pacing was enacted due to the patient being pacemaker dependent. The patient was asymptomatic during the time of rate drops. The device was explanted and replaced. The patient recovered normally in the recovery room and was discharged the next day.